Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, a stenosis was noted in the obtuse marginal (om) which was treated with balloon angioplasty using a 2.5x12mm quantum apex balloon.

Event description:
Same case as MDR ID# 2134265-2014-05285. (B)(4). It was reported that in-stent restenosis (isr) and chest pain occurred. In (B)(6) 2013, the patient underwent a percutaneous coronary intervention (pci) to the left anterior descending (lad) artery using a 3 x 60 mm promus element plus drug eluting stent. In addition, the proximal left circumflex (lcx) was also treated with placement of 2.5 x 20 and 2.75 x 8 mm promus element plus drug eluting stents and a 3 x 23 mm non bsc stent. In (B)(6) 2014, the patient presented with complaints of chest pain with a positive nuclear stress test and was hospitalized on the same day. The patient was referred for cardiac catheterization. Coronary angiography revealed total occlusion of the previously placed stents in the proximal to mid lcx, de novo disease in the distal right coronary artery (rca) just proximal to the posterior descending artery (pda) and 80% proximal focal stenosis at the pda. The 80% isr of the circumflex artery and the 80% stenosis at the distal rca and in the right pda were treated with placement of unspecified drug eluting stents. Post treatment, 10% residual stenosis and timi iii flow was noted. In addition, follow-up corelab angiographic findings noted absence of thrombus and aneurysm with isr pattern 0 and timi iii flow. Hence, remote target vessel revascularization (tvr) and non tvr were performed.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07132. It was further reported that the a 3.0x12mm promus premier stent was implanted in the right posterior descending artery, a 3.0x38mm taxus ion was implanted at the left circumflex artery and a non-bsc stent was implanted in the right coronary artery.